Event description:
No additional information.

Manufacturer narrative:
Pr (B)(4) ¿ follow up MDR for device evaluation. During review of the processes, it was determined process variations during the needle lubricant application can create clogged needles. It could be possible some samples are escapes from the incident that occurred during production. Corrective and preventative actions have been implemented. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10 manufacture narrative.

Manufacturer narrative:
Pr (B)(4): initial MDR submission. A follow up MDR will be submitted if additional information becomes available. Patient problem code: f26 ¿ no health consequences or impact device problem code: a140901 - complete blockage.

Event description:
Mat# 305916. Batch# 2007149. It was reported by the customer that they noticed that with certain needles they are unable to push medication through as the lumen is clogged. No patient harm. Verbatim: mat 305916. Lot 2007149. Date of event 12-oct-2023. Multiple occurrences: they noticed that with certain needles they are unable to push medication through as the lumen is clogged. They are not sure if the samples are available but do have some from the same lot to send in. They changed out needles to a different brand to resolve the issue.